Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the eri triggering faster than expected was undetermined. It was clarified "multi-programming" was meant to indicate interleaving.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found that the ins battery had reached eri and that longevity was not met due to an unknown cause. A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. The computer longevity estimate was completed based on the parameters the device had when it was received for analysis. During destructive analysis, the hybrid portion of the ins was tested with a known good battery. The ins was not able to be tested with a known good battery due to case connection issues resulting from cutting open the device. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. A lab functional output test determined that there was good stable output on the electrode pairs the ins had when it was received. A lab functional output test determined that there was also good stable output on all electrode pairs referenced to the case electrode. The initial review/trace report confirmed the eri. Visual inspections of the connector module/cover, connector port(s), access hole adhesive, grommet(s), and set screw(s) were all ok. Visual inspection of the shield/can found that it was scratched. Visual inspection of the insulation coating found that it was also scratched. The telemetry test was ok and telemetry was acceptable. The pressure on the ins can results were ok and there were no issues when pressing on the ins can. The final functional test failed because of test values for amplitude and battery voltage below the minimum threshold due to a low/end of life battery. The ins internal visual exam during destructive analysis found no anomalies. Battery analysis during destructive testing found normal battery depletion, and that the battery voltage was 2.52 volts. It was noted that a photograph and an x-ray of the ins were taken prior to destructive analysis. The medium-rate battery cell was extracted from the device which reached eri in 14.5 months. The device was cut open, and while still connected to the device, the battery load circuit voltage was 2.52 volts. The device was subsequently sent for battery analysis. A visual inspection of the cell was performed and no distinguishing characteristics were found. The center thickness measured 0.3823 inches, with an overall thickness of 0.3923 inches. On (B)(6) 2017, just before destructive analysis, its center thickness measured 0.3809 inches, with an overall thickness of 0.3929 inches. The cell weight was 20.384 grams, after it was cleaned and the battery electrical connector assembly removed. Radio photographs in three views were taken. The cell¿s room temperature open-circuit voltage measured 2.604 volts on (B)(6) 2017. Its 37°c (celsius) open-circuit voltage measured 2.607 volts on (B)(6) 2017, after 15 hours at 37 °c. The cell was then placed on 37°c, 90 microamperes (a) discharge for 25 days, ending at 2.571 volts (v). This was followed by destructive analysis and quantitative chemical analysis of the active lithium. The purpose of the quantitative chemical analysis of the active lithium was to determine the total remaining capacity of the cell, and then compare the 90 a electrical performance to the battery model. On three occasions, the cell was subjected to a series of current pulses, with the current ranging from 50 a to 5 milliamperes (ma). The first occasion was when it was first received and at 37°c, open-circuit, for 15 hours (2.607 v), the second occasion was after it was on 37°c, 90 a for 7 days (2.578 v), and the third occasion was after it was on 37°c, 90 a for 25 days (2.571 v). During the pulse series, sufficient relaxation time was allowed between the pulses, so that the battery voltage returned to near the pre-pulse value. The maximum voltage drops during the current pulses were converted to a resistance using ohm¿s law. Visual examination of the exterior found no evidence of leaking from the cell, and that the ca se-cover weld and feedthrough were ok. The case internal surface which was cut in half had wet/light anode and cathode markings, but was not a cause for concern or further investigation. The electrolyte was a light brown pool and components were wet, but was not a cause for concern or further investigation. The stack bag had no rips/cuts/tears/holes, and no foreign material, but did have thermal damage along the top edge and a radial split at the thermal seam that was not a cause for concern or further investigation. The cathode current collector (ccc) had light grain tarnish on the exposed surface, excess cathode, the sidewalls had a slight bow out, and both the tab weld and alignment was good. These observations were not a cause for concern or further investigation. The cathode pellet on the ccc side was sunken in the ccc hole, but was not a cause for concern or further investigation. The cathode pellet on the anode side had a flattened dome, reaction products, no foreign material, and six radial fractures, but was not a cause for concern or further investigation. The ccc with the cathode pellet removed had titanium-nickel coating present and delamination as the mask area only, but was not a cause for concern or further investigation. The anode separator had two layers was two layers and had no rips/cuts/tears/holes, foreign material, thermal damage, or anode cup adhesion. The anode cup had good placement, the condition was good, the corners were ok, and it was removable. The anode current collector (acc) had good placement, good condition, a flattened feedthrough pin, and a good weld to the pin. The anode had uneven thickness, covered approximately three quarters of the acc and had no holes or fragments along the top and fillport side; this was not a cause for concern or further investigation. The anode was submitted for quantitative chemical analysis of active lithium and which determined that there was 0.221 grams of active lithium remaining. There was some discoloration of the cover plate internal surface, but no anomalies. The fillport ball was present, there was no discoloration, and there were no anomalies. The feedthrough insulator/standoff was covered, and symmetrical, but had very slight thermal damage and very little distortion which was not a cause for concern or further investigation. The feedthrough coating had no voids/foreign material/delamination/lithium disposition. The feedthrough ferrule had no discoloration/abnormalities/lithium deposition. The feedthrough pin had no abnormalities, but lithium deposition at the boundary that was not a cause for concern or further investigation. Overall, no problems were found. The dynamic current drain test during destructive analysis passed and current drain was 190 a. The hybrid output test during destructive analysis resulted in output that matched settings. The extended current drain test during destructive analysis passed and current drain was 140 a. No mechanism for the premature depletion was found during destructive analysis. The data gathered during the review of the manufacturing data, visual and dimensional inspection, and electrical testing did not show any abnormal results. The characterizations and electrical testing of the cell are consistent with a cell at this level of discharge. There was no evidence of an internal mechanism for premature depletion found during destructive analysis. All the observations and measurements made on the cell corroborate well with each other and indicate no issues with battery performance. The ins longevity estimate with parameters from the initial review estimated 33.95 months to eri at 1,000 ohms impedance, and 14.49 months at 360 ohms impedance. The 360 ohms is still considered within the normal range for impedance. The device reached eri in 14.53 months according to the trace report of the device taken at check-in and the implant date.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that only 1.3 years had passed since the ins was implanted and the elective replacement indicator (eri) was triggered. Multiple-programming was used; however, it was considered that eri might have been triggered in too short of time. The ins remained still in use. The device settings were unknown. It was further stated that a factor that contributed to the event was that multi-programming was used continuously. No particular diagnostics were performed. The action taken to resolve the issue was that the ins was scheduled to be replaced soon. The issue was not resolved at the time of this report on 2017-mar-17. No patient symptoms were reported. Additional information was received from a rep. It was reported that the parameter settings of the ins that was suspected to have malfunctioned were 3.3 volts amplitude, 60 microseconds pulse width, and 125 hertz rate for the right side, and 3.0 volts amplitude, 60 microseconds pulse width, and 125 hertz rate for the left side.